Event description:
A surgical technician reported that two consecutive knife blades were dull during the same procedure. The surgery was completed by using the second knife though additional force was required. There was no impact to the patient.

Manufacturer narrative:
One knife sample was received in an opened blister package. The sample was inspected per facility procedure and was determined to be visually conforming. Blade penetration testing was performed which resulted in an acceptable result of 74.3 grams of force as compared to a 100 grams maximum specification. The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. A complaint history examination indicates that no additional complaints were associated with the reported lot. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been evaluated by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the second of two reports from this facility. (B)(4).